Event description:
On 11/28/05, nellcor puritan bennett received a report that the cuff on a 8lpc tracheostomy tube developed a leak after insertion on a patient. Customer stated there was no patient harm.